Manufacturer narrative:
(B)(4). Method: only the pcb of the affected mr850aea respiratory humidifier was returned to fph (B)(4) for inspection. The returned pcb board was performance tested by inserting into a test mr850 humidifier. Following testing, the pcb board was removed from the humidifier and was visually inspected for damage. Results: the test mr850 humidifier powered on. No "burning smell" was emitted from the humidifier; however, an e20 error code was displayed in conjuction with audible alarm and flashing of "see manual" indicator. Visual inspection revealed that that capacitor was discoloured and other board components had burnt marks. Conclusion: some components on the returned pcb board were discoloured from heat damage; however, no "burning smell" was observed when the returned pcb was tested. The affected humidifier is more than 10 years old. It is likely that the capacitor of the pcb board wore out over time, affecting other pcb components and causing the reported fault. The mr850 respiratory humidifier features an audible and visual alarm which alerts the user if the measured temperature exceeds 41 degrees c and disables the heater. The humidifier also features a thermal cut-out on the heater plate which limits the maximum temperature of the gas entering the system. An e20 error code, as observed on the humidifier display, indicates that a fault has occurred with the heater-wire circuit and may indicate that the thermal cut-out has tripped or that there is an open circuit. If an mr850 displays an e20 error code, the humidifier will stop heating.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist that an mr850aeu respiratory humidifier was "emitting a burning smell." This was noticed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The mr850aea respiratory humidifier is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist that an mr850aeu respiratory humidifier was "emitting a burning smell". This was noticed before patient use. No patient consequence was reported.